Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting poor sensing numbers. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead; otherwise, the rv lead remains in use. No patient complications have been reported as a result of this event.